Event description:
The physician inspected the device after wetting it and noticed that the green polytetrafluroethylene (ptfe) coating was peeling from the wire. There was no reported patient involvement.

Event description:
The physician inspected the device after wetting it and noticed that the green polytetrafluroethylene (ptfe) coating was peeling from the wire. There was no reported patient involvement.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the device was bent at 3.0cm, 14.0cm and 37.0cm from its distal section. A small amount of friction was encountered when the guidewire was being advanced in a demo microcatheter, likely due to the observed bends. The polytetrafluoroethylene (ptfe) coating appeared to be scraped off of the guidewire. The cause of the bend was most likely handling of the device. The peeled coating is believed to have occurred from an insecurely tightened torque device. The directions for use caution that insecure tightening of the torque device can lead to ptfe peeling. Therefore, this was most likely due to use/user error.